Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.

Event description:
Refrence number (B)(4). Event occured in united states. It was reported that the patient experienced an infusion set occlusion issue on (B)(6) 2026, as the customer stated that he had scar tissue at insertion site, leading to occlusion alarm. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection. No further information is available.